Event description:
It was reported by service report that the IV pole was broken at the weld allowing it to potentially fall in an unintended direction. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - IV pole.